Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of exercise intolerance and lack of energy. Upon an attempt of interrogation, there was no telemetry on the implantable pulse generator (ipg). Upon inspection of the patient's electrocardiogram (ECG), there was no capture noted on the right ventricular (rv) lead resulting in a slow escape rate. It was assumed that the ipg had reached end of service (eos) prematurely and it was decided to explant and replace the ipg. During the change-out procedure, the rv lead exhibited high thresholds and an undefined high impedance warning. The lead was capped and replaced. The right atrial (ra) lead exhibited an undefined high impedance warning. The lead remains in use. Post-operatively, a different programmer was used to interrogate the explanted ipg which showed the ipg had not reached recommended replacement time (rrt). It was suspected that the issue of no telemetry was due to the positioning of the programmer head or an issue with the programmer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of exercise intolerance and lack of energy. Upon an attempt of interrogation, there was no telemetry on the implantable pulse generator (ipg). Upon inspection of the patient's electrocardiogram (ECG), there was no capture noted on the right ventricular (rv) lead resulting in a slow escape rate. It was assumed that the ipg had reached end of service (eos) prematurely and it was decided to explant and replace the ipg. During the change-out procedure, the rv lead exhibited high thresholds. The lead was capped and replaced. Post-operatively, a different programmer was used to interrogate the explanted ipg which showed the ipg had not reached recommended replacement time (rrt). It was suspected that the issue of no telemetry was due to the positioning of the programmer head or an issue with the programmer. No further patient complications have been reported as a result of this event.